Manufacturer narrative:
(B)(4).

Event description:
A consumer reported she never had therapeutic effect and therapy did not help with pain, which was from the waist down through the legs. She reported painful/unbearable shocking when she sneezed, coughed, or bent over. Stimulation would increase if she raised her arms or if she pushed on her back where the cords are located. The consumer confirmed she had adaptive stimulation (as) enabled while using stimulation and reported pain while laying down as well. It was reviewed to try to increase or decrease stimulation and this was reported to have resolved the issue. She was on both high density and low frequency settings and the same issues on both settings. The consumer mentioned being unsuccessfully reprogrammed several times. Troubleshooting confirmed the consumer had three programs, she had tried each program, and experienced the same issues and lack of therapy on all programs. She turned stimulation off after six (6) months of usage. The consumer had spoken to her managing health care professional (hcp) many times and was told to ¿learn to live with the pain.¿ she had unsuccessfully used other types of medication. X-rays were taken and the leads had not moved. Follow-up was being conducted to determine what steps were taken to resolve the reported event. If received, this event will be updated. Indication for use included spinal pain.

Manufacturer narrative:
(B)(4).